Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion. A blazer dx-20 catheter was used during an atrial fibrillation (af) procedure. During the procedure, a non-sustained atrial tachycardia was observed in the lateral wall of the right atrium. An intellamap orion catheter was utilized to map the patient's cardiac activity. The physician suspects that the diagnostic catheter may have pushed too hard causing a small perforation near the tip of the lateral annulus during the tachycardia episode. No medical or surgical intervention was performed, as the physician is confident that the complication will resolve spontaneously. The issue was resolved, and the procedure was completed with this device, the ablation workflow was normal and not prolonged. The patient remains admitted for monitoring and is expected to recover. The next day, the patient was discharged. The device will not be returned for analysis, as it was disposed of by the facility.